Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows the alarm powers on and sounds intermittently when tested. The low battery indicator light comes on when it should. The 9v battery snap hard cover is broken, but the wires are still attached. Note: posey instruction for use warning statement: perform system test and remove the magnet to activate the alarm. Always verify you can hear the alarm volume at the furthest possible distance before leaving the patient / resident unattended. (B)(4).

Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There is no visible damage to the alarm reported. There was no pt contact.